Event description:
Same case as MFR. Report#: 2134265-2009-01494. Taxus express2 post market surveillance study. It was reported that 212 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The index procedure treated a 3.9 x 42.7 mm, de novo, 90% stenosed lesion of the proximal rca (right coronary artery). Treatment consisted of direct stenting using two overlapping taxus express2 stents (3.5 x 24 mm and 3.5 x 28 mm) deployed at 12 atm and post dilation. The stents were confirmed to be successfully placed and expanded by ivus (intravascular ultrasound) with 0% residual stenosis. The pt was discharged one day post procedure on bayaspirin, warfarin, and plavix. The pt returned 212 days post procedure with 90% in-stent restenosis of the mid lad (left anterior descending). Treatment consisted of balloon dilation and placement of a taxus stent resulting in 0% residual stenosis. The investigator has assessed this event as possibly related to the taxus stents. Additional information has been requested, but has not been received.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this event is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or product labeling.